Manufacturer narrative:
Examination of the submitted punch impactor confirmed the 217802104 impactor bolt, 217802102 impactor button, and 217802103 spring sub-components are disassembled/missing. The initial reporting confirmed no pieces were left in the patient. A complaint database search on the provided product code identified similar reports. A previous investigation by depuy metallurgy for similar events determined the failure was due to low cycle fatigue. It is unknown if attempts were made to disassemble the bolt for instrument cleaning. The instrument design does not allow the bolt component to be disassembled. Based on the provided information, a definitive root cause is not known. Based on the inability to identify a root cause, the need for corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw and button were out of the handle of the sigma hp keel punch impactor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.